Event description:
The user facility reported that the sheath side tube became disconnected during a procedure. Follow-up communications with the user facility confirmed: (1) saline was being hand injected into the device when the side tube disconnected; (2) the final outcome was successful; and (3) the patient's condition is reported as "normal successful final outcome."

Manufacturer narrative:
Results = are based on evaluation of user facility information & the returned sample, quality record & reserve sample evaluation. Conclusions - are based on evaluation of user facility information & the returned sample, quality record & reserve sample evaluation. Only the sheath and side tube were returned to the manufacturing facility for evaluation. Visual inspection of the sample confirmed the reported issue; the side tube was separated from the sheath hub. Magnified inspection revealed there was no evidence of adhesive on the tubing or sheath hub. An evaluation of the retention samples from the reported part/lot combination as well as the lots manufactured before and after the reported lot was conducted. A visual examination of the samples confirmed there were no visual defects. Magnified inspection of the junction between the side tube and the hub confirmed the presence of adhesive on all samples. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. This appears to be an isolated occurrence related to the manufacturing process. Manufacturing personnel have been informed of this report and retrained in order to minimize the potential for recurrence. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).